Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The coin battery was inspected, tested, and found to be within specifications. The se replaced the display to resolve the issue. The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, during maintenance, a ventilator would not power on. There was no patient involvement.